Event description:
It was reported that a dissection occurred. The patient presented with an anterior wall myocardial infarction. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After the lesion was pre-dilated with a 2.50 x 12mm non-compliant balloon catheter, a 3.50 x 48mm synergy xd drug-eluting stent (des) was advanced and deployed at 16 atmospheres for 10 seconds. Following deployment, a type-b flow limiting distal stent edge dissection was observed, with timi ii flow noted. The dissection was covered with a 3.00 x 12 mm synergy xd des, and the procedure was completed. No further patient complications were reported, and the patient remained stable post procedure.